Event description:
It was reported that during a lobectomy procedure, the device was used to fire at the bronchus. At the third firing, the closest line to the knife of the one side was malformed. The other lines were formed completely. The doctor commented that the bronchus was soft and he could grasp the bronchus without any problem. Additional suture was performed. There were no adverse consequences to the pt. The device and the reload were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.